Manufacturer narrative:
A ge service rep performed an onsite investigation and performed filament calibration. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a filament regulator failed error message. No pt injury was reported.